Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported would get several alerts for their high and low blood glucose. The customer stated he was a brittle diabetic, therefore his blood glucose would constantly drop. The customer also reported receiving low blood glucose around 20 mg/dl. Customer's current blood glucose was 39 mg/dl. It was also found the customer's insulin pump alarmed threshold suspend during the phone call. The customer treated his low blood glucose with food. The customer's blood glucose rose to 72 mg/dl at the end of the call. No additional information provided.